Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation; however, failure analysis is still ongoing. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, error 319 occurred against universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed errors 307 and 319 occurred against usm 4. The user disabled the usm and the procedure was continued. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system did not present any errors when initially powered on for the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and via logging errors 319/31226/1126 with a node of ac_4e & replicated in-house. Unit was tested on in-house system where fails normal mode logging errors 319/31226/1126 with a node of ac_1e. Unit was tested on pftp where it fails fiber test logging errors 1126/31226 with a node of ac_3e. A golden rolling fiber was installed the unit pass on retest.

Event description:
Refer to h11 for follow-up information.